Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the arm labels and the enclosures were damaged. A functional evaluation found that the device failed the weight test. The piston migration was at 1.8 inches. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with intended use. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment, or corrective actions are recommended at this time.

Event description:
It was reported that the case of the spider was cracked. No case involved. Therefore, there was no patient involved. Results of investigation have concluded that this unit failed the weight test which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.